Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous air was removed from the cartridge. Customer changed the cartridge and resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge again to resolve the issue. Customer's blood glucose was 150-350 mg/dl.